Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The eccentric target lesion was located in the mildly tortuous and moderately calcified distal left anterior descending (lad) artery. After pre-dilatation was performed with a 2.5x10mm balloon catheter, a 2.50x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The physician tried hard to cross the lesion but still failed to do so and the device was considered damaged. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr, ous 2.5x32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. An od (outer diameter) measurement at the proximal stent end and at distal stent end measured within specifications. The balloon cones were reviewed no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon was not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The eccentric target lesion was located in the mildly tortuous and moderately calcified distal left anterior descending (lad) artery. After pre-dilatation was performed with a 2.5x10mm balloon catheter, a 2.50x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The physician tried hard to cross the lesion but still failed to do so and the device was considered damaged. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was stable.